Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration (movement) of essure'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('gen. Abnormal bleed/heavy bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, pregnancy with contraceptive device and psychological trauma to be related to essure (ess205). The reporter commented: the physician advised that essure migrated and recommended a hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : case became incident. Unspecified event "injury to herself" was updated to more specific events: "dysmenorrhea (cramping), gen. Abnorme. Bleed, psych injury, pregnancy ¿ stillbirth/miscarriage, migration (movement) of essure, device ineffective, miscarriage". Reporter contact information was added. Patient's demographics were added, essure insertion date was updated. Product indication updated. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.